Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his unknown meter. On (B)(4) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time of (B)(6) 2011. He stated that he manages his diabetes with pills, diet and/or exercise and due to the alleged issue he denied making any changes to his usual diabetes management routine. The patient claimed "2-3 days" after the alleged issue started he felt "dizzy and had blurred vision." He denied receiving any form of medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that the patient did not have the meter available during the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. However, the product(s) will not be returned and lfs will not be able to evaluate the device, since the subject meter has been lost and is no longer in the patient's possession.